Event description:
Additional information received that the mild facial weakness means neural paresis of some sort or limited function.

Manufacturer narrative:
B5: additional information updated. H1 has been updated. H3: s/n:(B)(6): customer's complaint has not been confirmed, it works fine. The nim vital console has latest available software present. 1.7.5. Previous codes annex a a0908. Annex b b17, annex c c20, annex d d20 and annex f f26 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #:(B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon expected the system to alert during operation, but it did not. Theatres have filled out a risk associated datix against the devices. Staff are unsure which system was use during op. There was no patient impact in this event. Additional information received that while the case was advanced with preoperative mild facial weakness the surgeon had no spontaneous firing/arm from the nerve monitor during the operation. The patient woke up with dense facial weakness which the surgeon believes should have received warning from the nerve monitor which did not happen.

Manufacturer narrative:
B5: new information updated. H6: s/n: (B)(6): the nim vital console has been received in good condition, no deviations have been found. H6: s/n: (B)(6): could not confirm the customer complaint. The pi has an intermitted wired connection error, did all other tests using the wireless connection. The batteries are more than 2 years old. H6: s/n: (B)(6): the customer's complaint could not been confirmed. The pi looks stable and it operates normally. The batteries are more than 2 years old. Previous codes annex a a0908. Annex b b17, annex c c20, annex d d20 and annex f f26 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that unfortunately patient not recovered yet. Physician will wait until 3 months postop and arrange for electrophysiology studies.